Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the transmitter was not within line of sight of the pump. Customer moved the transmitter within line of sight of the pump, however the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.